Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, a loss of connection occurred. It was determined that loss of connection was related to the mobile application.a data investigation will not be performed as signal loss up to one hour is within specification. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional event or patient information is available.